Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a thyroidectomy, the doctor went to use a small clip, and repeatedly the small clip did not hold. So they had to repeatedly apply small clips. Case completed with another device of the same product code. There were no patient consequences reported.